Event description:
Cerner's display of information on order sets is unnecessarily confusing, cluttered and prone to error. It is difficult to determine which lines of text apply to which lines of order. This is a systemic problem with all cerner order sets. I noticed a new order set for vit k reversal of an elevated inr and could not easily determine what text went with what order. I asked our head pharmacist and lead hospitalist, and neither could readily navigate the information on this screen. This same needless confusion is present on order sets for insulin and for antibiotics for pneumonia, increasing the probability that the physician will mistakenly order an untended therapy and not order an intended therapy.